Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, concentric proximal lesion, in the circumflex artery. A trek 3.0 x 12 mm was used for pre-dilatation and inflated twice at 6 atmospheres (atm). When retracting the balloon catheter it was difficult to pull into the guiding catheter. There was much resistance, so they had to straighten the guiding catheter to get the balloon inside and remove from the patient. It was further reported that upon removal of the trek, although the balloon appeared folded, there was an abnormality on the distal end of the balloon. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the trek catheter noted contrast visible in the loosely folded balloon and inflation lumen, consistent with preparation and use of the device. There was no unusual appearance to the balloon as reported. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the balloon, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all products are 100% checked for damage and profile dimensions. The refolded balloon crossing profile was measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. A new indeflator was filled with water and was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. Negative pressure was pulled and the balloon deflated in a tri-fold. The reported difficulties were unable to be confirmed as the returned balloon catheter was advanced and retracted through a new 6f guiding catheter without resistance noted. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.